Event description:
Customer reported that the motor on the insulin pump slowed down and numbers ramped up on the screen. It was reported that the insulin pump alarmed compromised forced sensor system and customer was unable to rewind the insulin pump. Customer's blood glucose reading was 198 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor. Rewind, basic occlusion, occlusion, excessive no delivery tests were not performed due to compromised force sensor system alarm. No ramping numbers anomaly, no gap between motor and reservoir noted. The device had minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.